Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage from device other than insertion site/needle tip and the holder separates from non patient end needle. The following information was provided by the initial reporter. It is reported customer experienced separating of product as well as blood splashing. The customer stated: "when the needle was retracted, the blood collection set separated in two parts ( clear part of the set) causing a splash of blood. There were no reports of injury. Additional information: the bd holder was used. This event occurred with two different technicians. The device separated after the device was activated. The splash reached to the technicians lab coat and some on the patient's coat and clothes. It did not harm anyone.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/23/2021. H.6. Investigation: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for separation with the incident lot was observed. Additionally, the customer samples were were subjected to a retraction-lock-out test and the indicated failure mode for separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood splatter/leakage from device other than insertion site/needle tip and the holder separates from non patient end needle. The following information was provided by the initial reporter. It is reported customer experienced separating of product as well as blood splashing. The customer stated: "when the needle was retracted, the blood collection set separated in two parts ( clear part of the set) causing a splash of blood. There were no reports of injury. The bd holder was used. This event occurred with two different technicians. The device separated after the device was activated. The splash reached to the technicians lab coat and some on the patient's coat and clothes. It did not harm anyone.